Event description:
Approximately 1-2 cm of the tip of a o vicryl was observed by dr. [Name redacted] to not be on the end of the needle. He had thrown an x-stitch and it was not clear whether the tip was originally missing or had broke off during one of his throws with the needle. The wound was thoroughly examined and irrigated. The floor was searched with the magnet as well as the drapes. Radiology was called and they performed a ap and a lateral radiologist: -dr. [Name redacted] read the x-ray and stated that he saw no evidence of a tip of a needle. Dr. [Name redacted] notified the family of the incident.